Event description:
It was reported that the patient presented to the medical institution after hearing a clicking noise coming from the device. A fractured right ventricular lead was confirmed. Further slit damage to the outer insulation was observed along with noise on the lead. The lead was capped and replaced. It was noted that there were arc markings on the associated device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached cut. It was noted that the distal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression and there was apparent explant damage.